Manufacturer narrative:
Internal report # (B)(4). Product not returned for evaluation. Customer declined replacement product at this time. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip UDI# (B)(4). Note: manufacturer contacted customer on 4/28/2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer don't have symptoms anymore and no medical attention was reported.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 212 and 218mg/dl. The customer's expected fasting blood glucose test result range is 70 to 135mg/dl. The customer did report symptom of feeling lightheaded. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored according to specification. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 119 and 110mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 03/21/2018 and open vial date is 3/21/17. The meter memory was reviewed for previous test result history (date / time not set): the 133mg/dl (B)(6) 2017 12:04 pm fasting: yes, the 159mg/dl (B)(6) 2017 07:53 pm fasting: no, the 212mg/dl (B)(6) 2017 08:06 pm fasting: yes, the 218mg/dl (B)(6) 2017 08:05 pm fasting: yes, the 181mg/dl (B)(6) 2017 08:34 pm fasting: no. Customer is concerned that meter is reading higher than expected. Customer says her normal fasting range is between 70-103mg/dl. She mentioned that on (B)(6) 2017, she tested about three hours after eating dinner and result was 218. Customer tested a minute later and result was 212 in which the customer feels is high to be her true result. Customer is also comparing meter to another meter. Customer does not have any control solution to test the meter. Customer ran a back to back blood test and result was in customer's expected range. Customer declined replacement.